Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to femoral loosening.

Manufacturer narrative:
The persona ps femur persona ps articular surface and persona tibial component were returned for review. Visual inspection of the returned femoral determined signs of use as there are scratches on the buffed surface and foreign material on the sides of the post proximal to the two condyles. The tibial component has gouges and grind marks on both backside and top surfaces. The articular surface exhibited some scratches on both surfaces. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A product history search for the part/lot combination of the femoral component yielded zero additional complaints. Implants were checked for compatibility and were found to be compatible. The persona the personalized knee system package insert states that loosening of the prosthetic knee components is a possible outcome of the surgery. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. With the provided information, the root cause cannot be determined.